Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported being injected with juvéderm vista voluma® xc. The patient reported experiencing ¿pain¿ in the gums and their body ¿ached.¿ the patient also reported thinking the event was due to their ¿mental depression.¿ the patient had a medical examination that concluded their body¿s fascia ¿was peeling off¿ that is not device-related. The patient additionally reported that their heart, esophagus, jaw and cheeks ¿hurt¿ and their throat and gum flesh ¿disappeared,¿ along with ¿difficulty speaking.¿ the patient was treated with loxonin. The symptoms are ongoing.